Event description:
The account alleged the brake and brake steer casters do not hold when the brake is set. No injury reported.

Manufacturer narrative:
The account replaced the brake casters, swivel casters and the brake steer casters to resolve the issue.